Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial oversensing and out of range pacing impedance measurements. Technical services (ts) analyzed the presenting electrogram (egm) and device episode data and found that the right atrial (ra) lead pacing impedance measured greater than 3000 ohms. There was oversensing of noise and the ventricular signal which resulted in inappropriate atrial tachy response (atr) episodes with a mode switch as well as brady pacing. During one episode, there was possible loss of capture (loc). The ra lead was not manufactured by boston scientific. It was noted that this system was reprogrammed in office and will be further monitored. No adverse patient effects were reported. Currently, this crt-d remains in service.